Manufacturer narrative:
(B)(4). Batch # n55j59. The analysis results found that the cdh25a device arrived with the safety switch damaged. The anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke it appears that an attempt was made to fire the device with the safety engaged causing the damaged found. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please refer the IFU. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Please describe how was the device removed from the patient: the anastomosis site was cut to remove the device from the patient. The anastomosis site was resected and another competitor's device was used to continue the procedure. The anastomosis site was the sigmoid colon and rectum. The doctor said the indicator was located in the green range.

Event description:
It was reported that during a sigmoidectomy, the washer was uncut at the first firing. The firing trigger was fully grasped, but the usual sound was not heard, and the device could not be removed from the patient. The doctor commented that the red safety was harder to release than usual. When opening the anastomosed site to the oral side, the knife did not cut completely, and the staples were malformed. The site was removed and another competitive device (ceea) was used to continue the case.